Event description:
Report received form (B)(6) stating the device was making "excessive noise". The device was being used during a craniotomy. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).